Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse rebooted the laser, which passed the self-test. After connecting the adapter, the fse found the optical path was shooting downward. The fse performed a readjustment. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported clinical observation was confirmed as performing an adjustment resolved the issue. The identified issue likely affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during routine inspection, it was found the acupulse duo console optical path was offset as the beam path was downward. There was no patient involvement.